Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
Additional manufacturer narrative: partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. It does not represent a malfunction of the device. In this case, the patient required an iabp and root enlargement to address the issue. The explanted device has not been returned for evaluation. There is no evidence of a device malfunction. Although the root cause cannot be conclusively determined with the available information, it appears that this event was likely due to patient and/or procedural related factors. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a bioprosthetic aortic valve was implanted then explanted due to coronary artery obstruction. This patient initially presented with severe aortic stenosis due to a true bicuspid aortic valve. Cardiac catheterization showed no occlusive coronary artery disease. Avr was indicated. After implanting the subject device, it was clear the coronary orifice was not able to be visible as the root itself was tight, so the valve was explanted. Aortotomy was extended down onto the anterior leaflet of the mitral valve to enlarge the aortic annulus. A bovine pericardial patch was then sewn in place. Another bioprosthetic valve of the same model and size was selected and it seated deeper down in the root. The right and left coronary was widely patent. A section of vein was harvested from the right leg in case CABG was necessary. The surgeon dissected out the right coronary and the branches available were very small until right where it came off of the aorta. The only substantial branch dove into the right ventricle which did not lend itself to grafting. At this point, echo had showed good lv and rv function and there was good flow signal via ultrasound probe. There was trace paravalvular leak which improved later in the case. All leaflets were moving well and there was no clinically significant leak. The patient initially easily separated from bypass; however, after protamine reversal, the right ventricle became profoundly distended and the patient became hypotensive. Levophed was increased and epinephrine was added. The patient was loaded with milrinone and vasopressin was added. With these maneauvers and intermittent av pacing, hemodynamics were restored. During one of the episode of hypotension related to some arrhythmias, the patient was begun on amiodarone which resolved the arrhythmia. EKG returned back to baseline but because of the volatility, they elected to place an intra-aortic balloon pump. The patient was deemed hemodynamically stable at the end of the procedure.